Manufacturer narrative:
Method: device was not returned for evaluation. Conclusions: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the polyform distributor (B)(6) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the patient suffered an injury. The date of implant was the (B)(6) 2007. An additional device was implanted in this patient however no further information has been made available regarding the device or procedure. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the unknown. The physician is unknown.